Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the trigger was partially engaged and a staple was partially formed. The stapler was returned with 18 staples left in the cartridge indicating that at least 17 staples have been fired by the end user. Functional testing was performed on the returned device. Upon engagement of the trigger, the trigger cycle was unable to be completed since the trigger was jammed. The device was disassembled and it was found that the pawl was spun out of its original position. Additionally, a piece of the cover block is broken where it attaches to the trigger which caused the trigger to disconnect. The damage to the cover block prevented the sample from being tested since the device would be unable to function properly. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as unintentional user error caused or contributed to the complaint issue. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The returned stapler was returned with a piece of the cover block broken where it attaches to the trigger which caused the trigger to disconnect and the pawl to spin out of place. The observed damage prevented the stapler from being fired. It is unlikely that this damage was present at the time of manufacturing as the staplers are 100% inspected at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received, unintentional user error caused or contributed to this event.

Event description:
The staple was found jamming during usge on the patient.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73g1800850 did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staple was found jamming during usge on the patient.